Event description:
It was reported that during a therapeutic gastroscopy-endoscopic submucosal dissection (esd) procedure, while holding the polyp and slowly tightening it, the handle wire broke and fell off into the stomach which was retrieved using pliers. The patient was discharged after the procedure. There were no further reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Olympus determined a likely mechanism causing the reported events might be one of the following: mechanism 1. The loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. The slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Mechanism 2. The sheath was bent near the handle. The operating wire could not move because sliding resistance between the sheath and the operating wire increased. The operating pipe deformed and broke because the slider was forcefully operated. Due to above, the loop could not detach from the hook. Based on the results of the investigation, the probable cause could not be determined. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.